Manufacturer narrative:
(B)(4). It is unknown if the sample is available for evaluation. However, if the customer decides to send in the sample, a follow-up report will be submitted once the evaluation has been performed. A batch review cannot be performed since there was no lot number provided.

Event description:
A customer reported to baxter product surveillance of a luer activated valve in which there are issues disconnecting a hospira pump set from this luer. This luer is connected to an extension set. The process step in which this condition occurred is unknown. There was no patient involvement or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.